Manufacturer narrative:
During an annual preventive maintenance visit to the facility, the field service engineer (fse) the stopper on a yellow connector in the device basin was found to be missing from the center of the connector. Fse replace the part of the device that had the missing piece. Fse verified and confirmed the software attributes. Equipment passed the electrical safety test evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
During an annual preventive maintenance visit to the facility, the field service engineer (fse) the stopper on a yellow connector in the device basin was found to be missing from the center of the connector. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the yellow connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: -accumulated stress over time which caused the connector to get loose -unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.